Event description:
Hamilton medical ag received the following description: patient pressure (ppat) values are hopping around.

Manufacturer narrative:
Servo module was found defective and replaced.

Manufacturer narrative:
Servo module was found defective and replaced. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During preventive maintenance the ppat (proximal pressure at the patient) values were fluctuating. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was deemed to be a defective servo module. After replacing the servo module, the device was found to be functional and was released for use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
Hamilton medical ag received the following description: patient pressure (ppat) values are hopping around.